Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should have been "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high pacing impedances, the lead was tested again, and the impedance showed downward trend. After suturing the pocket, imaging was performed and found that the helix had retracted into the right ventricular lead. The physician re-opened the pocket and extended the helix again to complete the procedure. Post operation it was noted there was an increase in capture thresholds. There were no consequences to the patient.